Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8935cl-14kreulock screw went right through an ar-9943t-05 locking third tubular plate during insertion. This was discovered during an ankle fracture procedure on (B)(6) 2022. Surgeon backed the screw out a few turns and left it implanted in the patient. It is now acting as a non-locking screw.